Manufacturer narrative:
(B)(4). Cartridge pan dislodged. The analysis results showed that one (B)(4) reload was returned with the pan detached. Upon further inspection, it was noted that 14 drivers were missing, making the reload non-functional. One possible cause for the damage to the pan may be improper loading of the cartridge reload onto the device. It should be noted that each cartridge reload is 100% inspected through an automated vision system to ensure that the one piece sled and all staple drivers are present prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device could not be fired as normal. The retaining tab part of the device came out and the staples fell off before they were formed. Another device was used to complete the procedure. There were no adverse consequences for the patient.